Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 -3.50d implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Concomitant products used intraoperatively include opegan viscoelastic and the msi injector system. Toxic anterior segment syndrome (tass) was diagnosed. Diagnostics were reportedly performed with results of "found deposits on the implanted lens." Patient complained of blurred vision. On day 3 the lens was explanted and the patient remains under observation. In the reporter's opinion the cause of the event is unknown. The lens was returned on (B)(6) 2024.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- three similar complaint event(s) within associated lots were found. A review of the device labeling was completed. Iritis is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Under other defects there is a possibility of (3) foreign matter adhering to the lens surface. In that case, it is necessary to stop inserting the lens, or to remove and reinsert the lens. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#: 734946

Manufacturer narrative:
H6- inspection of the returned device identified three foreign particulates on the lens. External laboratory analysis was performed to determine the composition of the foreign material identified on the lens. The foreign particles 1 and 2 on the subject lens were analyzed using scanning electron microscopy with energy-dispersive x-ray spectroscopy (sem-edx) and particle 3 was analyzed using fourier transformation infrared spectroscopy (ftir). Particle 1 was found to be primarily composed of silica iron oxide with trace amounts of carbon, potassium, and calcium. Particle 2 was found to be primarily composed of protein. Particle 3 was found to be primarily composed of aluminum silicates with trace amounts of carbon, iron, sodium, and chlorine. We were not able to conclusively identify the source of the elements identified from the sem-edx and ftir analysis. Claim# (B)(4).